Event description:
The customer called in to report that they had a sony display go out on them. They have replaced this with a spare from their stock, but need a replacement sent out for the spare. Sending out replacement display under service agreement. There was no report of any pt harm or delay in treatment as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.